Manufacturer narrative:
Approximate age of device ¿ 1 years 3 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2017. It was reported that the patients hemoglobin levels dropped to 7.0. Patient was given one unit of packed red blood cells. Additional information was requested but not provided.

Manufacturer narrative:
Investigation summary: a direct correlation between the device and the reported event could not be determined through this evaluation. The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that patient was admitted on (B)(6) 2018 with fever or pneumonia. Patient is currently anemic and was transfused blood. No additional diagnostic tests were performed. Patient was on antibiotics for pneumonia. Bleeding resolved. No further information was provided.